Manufacturer narrative:
Device evaluated by manufacturer: an 8 x 2.25mm promus premier select stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Visual, tactile and microscopic examination of the device confirmed that the stent was not returned. Visual and tactile inspection of the hypotube identified no issue with the hypotube shaft and with the outer and mid-shaft sections or the inner lumen of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. Due to the stent was not returned, a review of the manufacturing stent profile data was performed, and the maximum stent outer diameter (od) of units released of this batch was 0.0417". Inspection of the remainder of the device presented no other damage or irregularities. E1: initial reporter address 1: (B)(6).

Event description:
Reportable based on device analysis completed on 30sep2024. It was reported that a stent could not cross the lesion. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. An 8 x 2.25 promus premier select drug-eluting stent was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. The lesion pre-dilated, the stent was advanced but could not pass through the lesion and the struts were damaged. The procedure was completed with another device. There was no patient complications reported. However, returned device analysis revealed the stent was not attached.